Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient observed spark while plugging the cord in the electric outlet and the patient unit would not turn on following it. The patient's unit was replaced which resolved the issue.